Manufacturer narrative:
The case description states the user had high blood glucose levels (bg) while using the system. Inspection of the log files from the device found no abnormalities or issues with insulin delivery. The log files show that on (B)(6) 2024 at 19:44 a 10 unit (u) bolus was completed before the current pod was deactivated and a new pod was activated. The pod was running the user's set "basal 1" basal program delivering a varying rate through out the day between 0.6 u/hr to 0.85 u/hr. At 23:03 on (B)(6) 2024 a 10u bolus was delivered. At 14:14 on (B)(6) 2024 a manual blood glucose (bg) reading of 237 mg/dl was entered into the personal diabetes manager (pdm) followed by another 10u bolus. On (B)(6) 2024 2 more boluses were delivered, of 10u and 15u, respectively. On (B)(6) 2024 at 12:56 a manual bg entry of 277 mg/dl was entered into the pdm followed by a 9u bolus. A 10u bolus was also delivered on (B)(6) 2024 at 15:21. A final manual bg entry of 246 mg/dl was entered at 22:57 followed by a 9u bolus on (B)(6) 2024. At 03:49 on (B)(6) 2024 the pod correctly generated an expiration alarm after 80 hours of use. This is a safety feature that does not indicate a device failure. No pods were found to be activated after this pod was deactivated and thus no insulin delivery. Log files show that all boluses that were programmed were fully delivered and no issues with insulin delivery were found. The system was found to act as expected.

Event description:
It has been reported that the patient has passed away on (B)(6) 2024. The patient reportedly deceased from a ¿diabetic coma¿. The patient's ex-husband reported the patient's death to the prestataire on (B)(6) 2025, who then reported it to insulet. The patient's ex-husband didn¿t provide any further information to the prestataire. According to the prestataire, ¿the pod expiration occurred on (B)(6) 2024 at 6:48 p.m. Without any reaction from the patient¿. Graphs from mydiabby app has been provided to insulet by the prestataire. The graph shows the patient administered a bolus dose of (dose amount unknown) on (B)(6) 2024 in the evening and no more insulin injections can be observed on mydiabby graph from (B)(6) 2024.

Manufacturer narrative:
The personal diabetes manager (pdm) serial number (B)(6), has been requested to the prestataire for investigation. The prestataire informed insulet that the pdm is available, and the prestataire will be able to send it to insulet by ¿end of january¿. The prestataire confirmed to insulet the pod is not available for investigation. The pod lot number has not been reported. Additional follow-ups have been made with the patient¿s endocrinologist and general practitioner. The patient's endocrinologist informed insulet that her department has been made aware of the patient¿s death by the patient's ex-husband, but the patient's ex-husband didn¿t provide any further information to the endocrinology department, and they were not contacted by anyone else regarding this death. The general practitioner was not aware of the patient¿s death. The patient¿s endocrinologist and general practitioner do not have any additional information to provided regarding the patient or the patient¿s death. Lot release records for the pdm were reviewed, and the product lot met all acceptance criteria at the time of release.